Manufacturer narrative:
After further review, section d.4 primary unique device identification (UDI) number has been corrected accordingly.

Manufacturer narrative:
As reported, the patient had a "cold leg" the day after using a 6f/7f mynxgrip vascular closure device. The patient went to the emergency room and the physician had to perform surgery to remove the sealant from the leg to restore blood flow. There was some bleeding at the puncture site and 10 minutes of additional pressure was held before moving the patient from the procedure table. The deployer did not fail to maintain tension on catheter while tamping. The deployer did not over-tamp. There were no multiple sheath exchanges. A procedural sheath that is greater than 7f was not used prior to introducing the mynx. The vessel was < 5mm. The advancer tube was held in place while removing the balloon from the access site. The femoral artery site was heavily calcified and disease was noted. The femoral artery¿s suitability was verified on angiography, including the insertion angle (30-45 degrees) of the vascular sheath introducer. There was mild vessel tortuosity. There was no stent near the puncture site. The vessel did not have stenosis >50% at or near the puncture site. There was no evidence of pre-existing hematoma, arteriovenous fistula, or pseudoaneurysm at the access site prior to mynxgrip vcd use. The user is trained to the device. The device was used, prepped and stored per instructions for use (IFU). Other procedural details were requested but are unknown, unavailable, not answered, or not applicable. The device will not be returned for evaluation. The reported event of ¿vascular occlusion¿ could not be confirmed and no product contributing factors could be determined without return of the device or receipt of procedural images. A vascular occlusion occurring after a peripheral vascular procedure is a known potential complication and is listed in the mynxgrip instructions for use (IFU) as such. An occlusion can be caused by dislodged plaque/calcium or thrombus embolizing and occluding all or part of the vessel. It can also be caused by the sealant being deployed intravascularly, either partially or completely. Occlusions from intravascular deployments of a sealant are usually noted before discharge, commonly found when checking pedal pulses, etc. These occlusions usually require additional intervention, such as thrombectomy, stenting, or surgical intervention in order to restore/improve flow. Based on the information available for review, access site vessel characteristics (was less than 5mm in diameter, and the site was heavily calcified with disease) most likely contributed to vascular occlusion experienced, whether from an intravascular deployment of the sealant or progression of the diseased vessel. Although not intended as a mitigation of risk, the information for safety within the IFU is provided in the product¿s labeling with the intent to make the user aware of the risks. As stated in the IFU¿s adverse events section, ¿the safety and effectiveness of mynx have not been established in the following patient populations: pediatric patients or others with small common femoral arteries (< 5 mm in diameter). Patients with clinically significant peripheral vascular disease in the vicinity of the puncture.¿ the IFU also provides in the product preparation, ¿confirm via femoral arteriogram or venogram: common femoral artery or vein single wall puncture. Evidence of adequate flow. There is no evidence of significant pvd in the vicinity of the puncture.¿ per the potential adverse events section, ¿in addition to the complications noted in the mynx clinical trial, the following potential complications, which may be related to the endovascular procedure or the vascular closure, may occur: allergic reaction, ecchymosis, superficial vein thrombosis, foreign body/local reaction, retroperitoneal bleed, vessel occlusion, pulmonary embolism, or death.¿ additionally, the IFU states, ¿align the balloon catheter with the tissue tract. While pulling lightly on the device handle (to ensure the balloon is abutting the arteriotomy or venotomy), open the procedural sheath stopcock and confirm temporary hemostasis.¿ it should be noted that if the balloon is improperly placed during hydrogel sealant deployment, the hydrogel sealant could be deployed or pushed into the artery or vein. Based on the information available for review, there is no indication that the reported event could be related to the design/manufacturing process of the unit. Therefore, no corrective/preventative actions will be taken at this time.

Event description:
As reported, the patient had a "cold leg" the day after using a 6/7f mynxgrip vascular closure device. The patient went to the emergency room and the physician had to perform surgery to remove the sealant from the leg to restore blood flow. There was some bleeding at the puncture site and 10 minutes of additional pressure was held before moving the patient from the procedure table. The deployer did not fail to maintain tension on catheter while tamping. The deployer did not over-tamp. There were no multiple sheath exchanges. A procedural sheath that is greater than 7f was not used prior to introducing the mynx. The vessel was < 5mm. The advancer tube was held in place while removing the balloon from the access site. The femoral artery site was heavily calcified and disease was noted. The femoral artery¿s suitability was verified on angiography, including the insertion angle (30-45 degrees) of the vascular sheath introducer. There was mild vessel tortuosity. There was no stent near the puncture site. The vessel did not have stenosis >50% at or near the puncture site. There was no evidence of pre-existing hematoma, arteriovenous fistula, or pseudoaneurysm at the access site prior to mynxgrip vcd use. The user is trained to the device. The device was used, prepped and stored per instructions for use (IFU). Other procedural details were requested but are unknown, unavailable, not answered, or not applicable. The device will not be returned for evaluation.